Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event granuloma (pt: injection site granuloma), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number 100134676, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted.

Event description:
This spontaneous report was received from a spanish physician and concerns a 62-year-old female patient. She was injected with radiesse, as a biostimulation treatment, on (B)(6) 2021 (ambiguously reported as (B)(6) 2022). Batch number was reported as 1001134676. A lot search in the global safety database was conducted. A total of 1.5 ml of radiesse was diluted with 1.3 ml of saline and 0.2 ml of lidocaine (product preparation issue, off label use of device), and was injected in vectors, retrotracer, using a 25g cannula and sterile gloves. The treatment was combined with mini ultherapy of 110 lines. The patient was previously only treated with hyaluronic acid, by a dermatologist. The patient went for a consultation to improve facial flaccidity, texture and volume (ambiguously reported as on (B)(6) 2022). She was treated with volite and intense pulsed light (ipl). The patients past medical history included a thyroidectomy. Further history included a mm in situ in the back (as reported).concomitant medications included eutirox. In 2021, after the radiesse injection, the patient experienced nodules on the left infraorbital rim. On (B)(6) 2021 (ambiguously reported as (B)(6) 2022), at the check-up, the patient reported her concern about the palpable nodule in the infraorbital rim. The nodule was about 3 mm deep. A computerized tomogram scan was performed, and it was not described, but a left antral nodule was described (as reported). The patient did not notice any effect of the treatment. An ultherapy treatment of 127 lines was performed. In (B)(6) 2022 the patient became ill with covid-19 and, from then on, she noticed an increase in the volume of the left cheek with a change in skin color. On (B)(6) 2022, an ultrasound was requested and performed. It showed a hypoechoic thickening of 12x5mm at dermal level and a hypoechoic area of 24x12mm at deep level with unclear limits, without being able to determine whether it was an inflammatory process or infiltrated material. On (B)(6) 2022, the lesion in the anterior area of the left cheek was excised and sent to pathological anatomy. It was an infiltrative and cavitated lesion that extended from the dermis to the muscular plane of about 30x20 mm of larger dimensions. It was a whitish and hard lesion and no granulation tissue was observed. The evolution of the surgery was favorable, and no nodule was palpable in the area. On (B)(6) 2022, the patient was well, and everything was solved with the removal of the granuloma that in pathological anatomy was not able to be determine if it was radiesse from previous fillings (as reported). The physician doubted that it was radiesse. The outcome of the event nodules/ lesion/granuloma that in pathological anatomy was not able to be determine if it was radiesse, was reported as resolved, in 2022. Due to the provided information, the outcome of the events change in skin color/ whitish, hard and increase in the volume of the left cheek was considered as resolved, in 2022. The outcome of the event did not notice any effect of the treatment was unknown. Follow-up information was received on (B)(6) 2022: the event term nodules/ lesion/ granuloma was deleted. The event granuloma was added. The events hard, nodule/lesion/granuloma, increase in the volume of the left cheek were deleted, as they were considered to be symptoms of granuloma. The patients date of birth was provided. She was 61 years old at the time of the events (ambiguously reported as 62 years old). She was injected subcutaneously, with a total of 3ml of radiesse, into the cheeks, as collagen stimulation. The correct batch number was reported as 100134676. The batch record review was received and the lot number for radiesse was confirmed as 100134676 (expiry date: 11/2022). A lot search in the global safety database was conducted. She was injected with 1.5 ml per side (ambiguously reported as a total of 3 injection points, into 3 points on the right), with vectors inretrotraction. Radiesse was diluted in 1.3 ml saline and 0.2 ml of 2% lidocaine. The patient received the mini ultherapy, on the same day. In the pre-treatment photos, the left cheek was more lumpy than the right. She was treated with volite and intense pulsed light (ipl), the month before the radiesse injection. As reported, the patient previously only had hyaluronic acid, but it was in another center. Measures taken included an ultrasound, computerised tomogram scan, and the patient received a corticoid. The granuloma was histologically confirmed. On (B)(6) 2022, a biopsy was performed. The specimen submitted was the left lower eyelid skin lesion. Macroscopically it was a brownish fragment of 20 x 10 mm, discreetly indurated. Total inclusion and serial study (as reported). Microscopically it was an excisional type of surgery. Histomorphologically it was a fibroadipose base and focally muscular, with some foci of isolated sebaceous rings. It was a granulomatous foreign body type reaction, chronic, with firbosis. There was presence of numerous multinucleated giant cells, foreign body type. There was presence of fragmented foreign body, frequently asteroid/schaumann-like. There was absence of other associated pathology. The anatomopathologic diagnosis was a left lower left parpial injury, in a patient with a history of hydroxyapatite injection (radiesse), exeresis: granulomatic reaction to foreign body, chronified, according to referred history of cosmetic implant injection. The chronification of the lesion may have modified the morphology of the implant, relatively unspecific. As reported, that particular area was not injected. In the opinion of the reporter, the causal relationship was probable, but not certain. There was no other granuloma. As reported, on pathologic anatomy, the filler was not able to be identified. The appearance of the granuloma was a single whitish cavitated lesion 2 cm in diameter. As reported, the excision was not completed, as the entire lesion bed (left cheek, deep musculature) had the same white coloration as the granuloma. The lesion possibly corresponded to both the radiesse (reported as radicle) and a previous infiltration, but it may correspond to the radiesse (reported as radicle) due to the temporal relationship. The growth was triggered in relation to covid-19. Since the excision there was no further growth. The patient ordered an ultrasound for (B)(6) 2022. The patient was not hospitalized. The outcome of the event granuloma was reported as resolved, in 2022. The outcome of the remaining events was unchanged. In the opinion of the reporter, the events were of moderate intensity, not life-threatening, and unknown if permanent. The reporters causality for the events increase in the volume of the left cheek and change in skin color/ whitish was changed from unlikely to probable.

Event description:
Follow-up information was received on 06-oct-2022: at the time of the report, the patient was normal. No corrective treatment was planned, and the ultrasound was not yet performed. The outcome of the events remained unchanged.